Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the latch/lock sensor was defective. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The issue was caused by the latch lock being difficult to open and close. The flex sensor circuit was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.